Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. The noise was able to be reproduced. Other electrical measurements are normal. Imaging revealed no anomalies on the lead. No intervention or patient symptoms were reported.